Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the patient developed cellulitis was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include contamination of implantation (or insertion) site, patient sensitivity, and product contamination after opening kit; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. Vad products are sterilized using ethylene oxide (eo). The sterilization cycle has been validated by the very conservative over-kill (half cycle) method in accordance with ansi/aami/iso 11135:2014 annex b sterilization of health care products¿ethylene oxide¿requirements for development, validation and routine control of a sterilization process for medical devices (FDA consensus standard as of 04/04/2016). Validation and revalidation has demonstrated that the sterilization cycle exceeds the minimum sterility assurance level of 10^-6. A lot history review (lhr) of rebx0824 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebx0824) have been reported from the same facility in (B)(6).

Event description:
It was reported by the users of PICC at the facility that 2 patients for whom piccs were placed developed cellulitis. It was stated they have a suspicion that piccs sets can be contaminated. Additional information received: facility reported movement of PICC placements from procedure room to bedside. Due to 2 reported cases of cellulitis facility has resumed placements in treatment room. No additional events have been reported. This reported addresses patient two.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebx0824 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebx0824) have been reported from the same facility in (B)(4).

Event description:
It was reported by the users of PICC at the facility that 2 patients for whom piccs were placed developed cellulitis. It was stated they have a suspicion that piccs sets can be contaminated. This reported addresses patient two.